Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a resolute onyx drug eluting stent to treat a moderately tortuous and mildly calcified lesion in the mid rca, exhibiting 100% stenosis (acute mi). There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected and negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. It was reported that the balloon ruptured during stent deployment. The device was not moved or repositioned in the lesion location prior to the burst. It was noted that the issue occurred on the first inflation. An inflation pressure of 18 atm was applied to the balloon prior to the rupture. There was an immediate drop in pressure. There was no intervention to remove balloon fragments. The patient is alive with deep wall injury. The deep wall injury is as a result of the balloon rupture. The area which was injured was located in the area of the stent implantation (behind the stent). No effusion was noted on the echo and the patient was discharged.

Manufacturer narrative:
Evaluation summary: the balloon returned with blood visible in the balloon and inflation lumen. The balloon failed negative prep. On pressurisation of the balloon, a leak was observed on the balloons working length. The balloon failed to maintain pressure. Upon visual inspection of the balloon, there was a pin-hole tear on the balloon material. If information is provided in the future, a supplemental report will be issued.